Event description:
It was reported that on (B)(6) 2025, received a novasure procedure, 24 hours after the procedure it was reported that the uterus turned septic and caused gangrene. Uterus had to be removed and no evidence of bowel burn or perforation was observed. Novasure procedure was reported as performed well. Patient presented with septic shock less than 24 hours after the procedures. Patient has a previous history of gastric bypass in months prior. Patient required hysterectomy due to the infection and the tissue surrounding the uterus was reported as severely infected and gas gangrene had been cultured. During hysterectomy no evidence of bowel burns or perforation. There was local spread of the gangrene in the abdominal cavity and around the uterus. The uterus was intact. Reported did not believe any relationship could be associated with the patient condition and event.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.